Manufacturer narrative:
Correction b5: additional information received reports that the device longevity meets/exceeds the expectations of the physician. Therefore, this event is no longer reportable.

Event description:
Additional information received reports that the device longevity meets/exceeds the expectations of the physician. Therefore, this event is no longer reportable.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.